Event description:
The customer's family member called and stated leakage has occurred with the reservoirs and the customer had been hospitalized for hyperglycemia. It was indicated that the family member refused to troubleshoot at the time of the call and stated that family member discarded the reservoirs. The contact was advised that replacements will be sent. No further details.